Event description:
It was reported that the external pulse generator (epg) was unable to turn on even after the batteries were changed and their proper insertion was verified. The epg has been returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the external pulse generator (epg) was unable to turn on even after the batteries were changed and their proper insertion was verified. It was determined at analysis that the epg failed the incoming functional test as the epg powered down during testing and the main printed circuit board (pcb) was corroded. It was noted that everything inside the epg was contaminated. It was further noted that the epg menu control knob was not working. Additionally, on the fourth time of powering up the epg, the upper display was not working correctly. The epg displayed an error code during bench testing. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.